Manufacturer narrative:
At this time the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report will be submitted should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead caused a red alert to be declared due to high shock impedances greater than 125 ohms. The patient's physician did not feel that the out of range measurements were due to a connection issue as the shock impedance measurements were high at implant and was aware of the situation; the lead remains implanted at this time. The patient will be monitored closely. No adverse patient effects reported.